Event description:
It was reported that balloon rupture occurred. The 80% stenosed lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross and the balloon ruptured during the fourth inflation at rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the balloon presented no damage; however, inspection of the device revealed that there were numerous throughout the hypotube and with a complete hypotube separation 24.5cm distal of the strain relief. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the balloon was able to be inflated with no leaks or issues.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross and the balloon ruptured during the fourth inflation at rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.